Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a third party wall adapter resulting in the pump shutting down. There was no reported adverse impact on the customer's blood glucose level. Technical support advised the caller to use the tandem charging supplies and keep the pump plugged in for at least 30 minutes while monitoring the situation, with a recommendation to restart cgm sessions if the pump turns off. The customer understood and acknowledged these instructions.